Event description:
When the doctor was attaching syringes to the needle free side ports, the side port (needle free port) came off at the "seam" (weld). Since the device was not attached to the pt, there were no complications. The product code is 9520, lot 25935.e03.